Event description:
It was reported that the pt experienced increased spasticity. The hcp presumed a catheter malfunction or "damage"; failed dye study. The pt underwent a catheter replacement. Patient outcome was not reported.

Manufacturer narrative:
Catheter analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Results code use for the catheter.